Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no:. 2015691-2023-12176. Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, valve movement on balloon, resulting in a valve in valve procedure, was reported against certitude delivery system. A transcatheter aortic valve implantation in the native aortic position was performed with a 26 mm sapien 3 and certitude kit via transaortic approach. While the certitude delivery system was inserted into the 18 fr certitude sheath, intense resistance was encountered. After pulling and pushing the delivery system several times, the delivery system passed through the sheath; however, the crimped sapien 3 valve was dislocated proximally from the valve crimp section. The operator pushed the valve distally with the tip of sheath, and the valve was moved back on the delivery system. However, it was then distal to the valve crimp section. The operator judged the misalignment acceptable and deployed the valve. The balloon showed unexpected movement during inflation, and the valve anchored too ventricular. The valve was properly expanded by post-dilation, but due to the ventricular placement, a valve in valve procedure was performed. No injury or complication occurred.

Manufacturer narrative:
Investigation is ongoing. Device was discarded at the hospital.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 device codes, corrected h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions. The certitude delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Procedural imagery was provided for review and revealed the following: upon the delivery system exiting the sheath, it can be seen the valve is moved too proximally. The sheath distal tip is used to move the valve more distally, however it can be seen that the valve is moved too distally. The inflation improperly placed transcatheter heart valve (thv) leads to thv "watermelon seed" appearance, and the thv moves more forward towards the ventricle. The balloon is deflated, moved more distally and re-inflated to fully expand the thv. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the certitude delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint event of the thv moving on the delivery system balloon was confirmed. As reported, the delivery system was pulled and pushed several times to overcome intense resistance during advancement through the sheath. Per the training manual, "high push force through the sheath may be experienced. Use short movements when advancing delivery system." If high push force was used to advance the delivery system through the sheath, it is possible that the valve moved proximally off the working length during insertion. With forward force applied, it is possible that the valve interacted with the sheath resulting in the reported valve movement on balloon. Additionally, it can be seen in the procedural imagery that the sheath is used to move the valve more distally, and in doing so the valve is positioned too distally, leading to the valve moving on the balloon. Available information suggests that procedural factors (high push force, excessive manipulation, improper valve placement) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.